Event description:
Health care professional reports 2 cracked venous headers noted during patient use. Dialyzers were reused 12 times. Health care professional reports estimated blood loss of 250cc and no patient injury or medical intervention required.